Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator (epg) had a defective housing and no longer worked. It was recommended that the epg be returned for service but its current status is unknown. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product analysis: manufacturer's analysis was unable to confirm the customer comment that the external pulse generator (epg) no longer worked. The epg passed incoming testing. It was confirmed that the housing was broken. The epg was repaired and returned to use. If information is provided in the future, a supplemental report will be issued.

Event description:
The epg was returned for service.